Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential reading within a few minute time frame on the precision qid blood glucose meter. The results fell outside the parkes error and could not be plotted. There was no report of death, serious injury or mistreatment associated with this event.